Event description:
It was reported that the IV tubing set leaked from the disc and caused hypotension to the patient. The tubing set was changed out and the patient's hypotension resolved. Additional information requested, but was not provided.

Event description:
It was reported that the IV tubing set leaked from the disc and caused hypotension to the patient. The tubing set was changed out and the patient's hypotension resolved. Additional information requested, but was not provided.

Event description:
It was reported that the IV tubing set leaked from the disc and caused hypotension to the patient. The tubing set was changed out and the issue was resolved. Additional information requested, but was not provided.

Manufacturer narrative:
The customer¿s report of the IV tubing set leaked from the disc was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s observed event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing set leaked from the disc and caused hypotension to the patient. The tubing set was changed out and the issue was resolved.